Event description:
The device is not expected to be returned. The user facility reported this device was placed on patient. During breakfast the patient's arm hitched by chance and cut the catheter. The catheter was cut at the tip of the metal luer connector.